Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 100omcg/ml at 345mg/day (B)(6) 2019. It was via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient had a dural leak with collection of spinal fluid in the cervical spine. It was unknown if there was any environmental, external or patient factors that may have led or contributed to the issue or if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was surgical intervention occurred to repair the dural leak. The patient underwent successful dural repair on (B)(6) 2019. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.